Event description:
The lay user/patient contacted lifescan in 2007 and alleged that her one touch ultra 2 meter was giving the error 2 message. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue first occurred on three days earlier at approximately 2 pm. She also stated that she was feeling shaky and tired and treated self with food/beverage. The patient did not receive/require any medical treatment or intervention. At the time of troubleshooting, it was verified that this was not a new product and that the condition of the test strips was good. The patient's testing technique was reviewed to be correct and the error 2 occurred when inserting a test strip. The patient did not have test strips to complete troubleshooting. This complaint is being reported because the alleged issue was not resolved with troubleshooting. The patient also reported feeling tired and shaky, which she treated with food/beverage. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.